Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. An increase to 7.0v 1.0 ms was noted after 3 months post implant. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. An increase to 7.0v 1.0 ms was noted after 3 months post implant. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported. The lead is expected to be returned for analysis. The lead was subsequently returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance, inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found a trilumen silicone sleeve abrasion noted approx. 122-125mm from the terminal pin. This abrasion would likely have been located in or near the pocket area. As the poly sleeve is intact, this abrasion would not have caused any performance alterations. Abrasion of lead insulation is considered a design issue. The abrasion on this lead did not lead to the allegations as the insulation was not damaged all the way through. The reported clinical observation of high capture thresholds was not confirmed. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.